Event description:
It was reported that the lcd was bad. No patient involvement was reported.

Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a broken liquid crystal display (lcd), wear and tear damaged enclosure and tank cover, outdated printed circuit board (pcb) and power switch. Functional testing found the lcd is broken confirming the customer complaint. The root cause of the reported issue was found to be customer damage - the display label was pulled off exposing the lcd which got damaged. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. D5 and e4 are unknown, no information provided to date., corrected data: event description (b5)

Event description:
Unknown if patient was involved. No harm was reported.